Event description:
Boston scientific received information that this right ventricular lead exhibited low sensing values and high threshold measurements due to a lead dislodgment. Subsequently the lead was explanted. No measurements were provided and no adverse patient effects were reported. At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.